Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl, cause was not known. The customer drank sugar water to address the low and continued to use the pump for insulin therapy.